Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v012786, implanted: (B)(6) 2006, product type: lead.

Event description:
The patient reported that the leads were never put in the right spot so the device only helped with their legs and not their back. The patient did not have a health care professional (hcp) at the time of the report. Other relevant medical history includes post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.